Manufacturer narrative:
Cmp-(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have both of two components disassembled / missing. The components were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A complaint history search will not be performed as this device is within the scope of a previous CAPA design update. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was previously completed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during instrument inspection it was found that the shim was missing the locking balls. No patient involvement.